Manufacturer narrative:
Per the t:slim cartridge user guide "make sure that insulin is at room temperature before filling the cartridge". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. Subsequently, the cartridge was filled with cold insulin. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully and resumed insulin delivery.